Manufacturer narrative:
The sample was collected in a sodium heparin tube with no gel separator. The customer runs samples in duplicates with the sample tubes de-capped. Review of qc results showed no recent issues. Service was dispatched and the field service engineer (fse) replaced the reagent and cartridge-chemistry sample probes. Post service precision test produced acceptable results. Root cause for this event is unknown, but replacing probe has resolved the issue.

Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously negative ammonia results were generated by unicel dxc 800 pro synchron clinical system. The difference between the duplicate results exceeded the precision specification of the assay. The erroneous results were not reported out of the laboratory. Repeat testing produced higher consistent results and the customer reported out one of the repeat results. There was no effect to patient treatment as the erroneous results were not reported out.